Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that a foreign object was attached to/clogged the insertion tube, but the foreign object could not be identified. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. Physical damage was confirmed in areas where foreign matter remained. The detection method is described in the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the evis exera iii duodenovideoscope to olympus for maintenance. Upon inspection and testing of the returned device, it was observed that the connecting tube had foreign material. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. During the evaluation it was found that the connecting tube had foreign material and the following were found that the grip, the up/down, the switch box, all has a scratch, the label on the scope connector was damaged, the light guide has a crack, the connecting tube has a cut, the adhesive around the objective lens has wear, and there was corrosion around the left arm. It is most likely that the reported issue was a result of mishandling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.